Event description:
A patient reported experiencing inaccurate erratic results with a fasttake meter. The patient's blood glucose results were 53mg/dl, 163mg/dl, 138mg/dl, 149mg/dl. Tests were done <10 minutes apart with a difference of 42%. Patient did not experience any adverse event. No further information has been reported.